Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021, wherein the ipg was shifted back in place in the same pocket. Therapy was established post operatively and issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.